Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having a lot of back pain and that they can feel it where the ins is. Patient stated that they've turned their therapy off for probably a month or so due to the back pain and that they still feel the pain when they walk. Patient confirmed that they had no falls or trauma before when the pain started and that they already had an x-ray and their hcp said everything was in the right place. Patient also mentioned that they have been caretaking and "transferring", and that there's a lot of strain on their back due to hard work. Patient also stated that they previously had a cyst on their spinal cord that was removed. When asked for an event date patient initially confirmed that the issue started this year, but was confusing as they then stated that it started last year. Agent reviewed general therapy information and redirected patient to their hcp to further address the issue. Additional information was received on 2025-sept-08, the patients that the cyst in their spine was unrelated to therapy or device and that their doctor told them that this is normal. The cyst was drained, and the device was turned off before draining the cyst. Patient also stated that their device have been moving in their buttock area and was affecting the feet and back especially when lying down. It causes their backs to hurt and their feet. They have turned the device off and they have an appointment with their doctor today to discuss taking the device out. They want the device removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was seen on (B)(6) 2025 wanting their device removed. The patient state they had a spinal cyst at l2 which was drained. Their back pain was better and they felt like the interstim was hurting them even at a low setting. The doctor advised the patient that it may be best to recalibrate their settings or turn it off rather than risking lead fracture at attempted removal. The patient was going to think on it.